Event description:
Consumer called again to report comparing pt's plink meter readings with a lab test and getting different results. Analysis run on clark error grid using lab reading (69) as ref. Point vs. Bd readings of 98 yielded data points in the d zone of the grid, outside of acceptable limits.